Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was heavily calcified and tortuous in the left anterior descending artery (lad). The lesion was predilated with a 2.5 x 20 mm maverick balloon. After predilation the physician attempted to reach the lesion with a taxus express2 2.75 x 32 mm stent, however, could not cross the lesion. Consequently, the taxus stent was never deployed. After the removal of the taxus stent it was noticed that the proxiaml end was damaged. No pt injury or complication was reported. The procedure was successfully completed with another taxus express2 stent. Pt status is reported as "ok."